Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and premature battery depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).